Event description:
It was reported that a resident fell during a transfer from bed to wheelchair using a maxi 500 lift and mlaas2000-m-l1 sling loop. Two staff members were assisted the transfer. According to the customer, one caregiver was operating the lift, the other one was few feet away, not touching the resident. As the resident was anxious and was complaining about sling pinches, it was decided to use cradle (hammock) method for transfer instead of crossing the leg strap loop through each other. According to the staff, the resident had their legs straight and therefore the resident was facing away from the operator of the lift. While being in the sling, the resident moved their legs and slid out over the leg straps and landed feet first onto the floor. After landing on feet, the resident bent at the waist and hit their head on the floor. Resident sustained broken right tibia and mild head contusion. The lift and sling were inspected, and no issue that would lead to a fall was detected.